Event description:
It was reported that the lead acting as the right ventricular pace/sense lead was oversensing, which resulted in 2-3 seconds of pauses in pacing. A lead integrity alert (lia) was triggered for nonphysiologic sensing and for non-sustained tachycardia (nst) episodes. Similar episodes were noted earlier in the month, but no oversensing was noted on the current electrogram (egm) and the pacing impedance trend was stable. In-office evaluation was recommended and to determine if the patient may have been exposed to interference at the time of the episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6949-58 lead, implanted: (B)(6) 2005; 4068-45 lead, implanted: (B)(6) 2000; 4068-52 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the oversensing was continuing as t wave oversensing.

Manufacturer narrative:
Corrected data: product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was explanted and replaced.